Event description:
The customer reported updating the pump's time and settings, with the issue being identified as an incorrect pump time not attributed to the pump itself. The customer's blood glucose level was impacted, recorded at 49 mg/dl, which is considered a low value. To address the low blood glucose level, the customer consumed carbohydrates and did not require third-party assistance. Technical support assisted with the pump time correction and educated the customer about the potential effects of incorrect date settings on uploads and reports.